Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Discarded by facility.

Event description:
The surgeon mentioned that a couple months ago he was performing an epicardial procedure and used multiple atrc devices, including cool rail and a clamp (may have been emt, but am not certain). He said that as they were working, he noticed a "tear" and bleeding along the cool rail lesion, near the isolating pv lesion. He was able to repair by putting the patient on pump. The surgeon mentioned that there was no clinical impact to the patient post op.